Event description:
Information received from the field notes that the patient presented for a routine visit in his own rhythm with no symptoms. The device could not be interrogated and exhibited no pacing or magnet response. The device will be scheduled for replacement.